Event description:
It was reported by the customer that while on a medical call, they started to monitor a patient inside his residence with the device working properly. The patient was then transferred to the rescue unit. While re-evaluating the patient, one of the medics noticed that the device did suddenly re-set itself. There were no adverse effects to the patient as of result of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and observed that the positive pin of battery well 1 was pushed in, providing very little electrical contact. The lack of connectivity may have shorted out the power pcb, which would reset the device. The device's rear case was replaced to fix the pushed in battery pin. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.